Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The lesion was located in the circumflex (cx). The physician attempted to deliver the 3.50x8mm liberte bare metal stent to the lesion, but was unable to cross. When the physician removed the stent, he noted stent strut damage. There were no pt complications and the pt condition is listed as stable.